Manufacturer narrative:
The complete lead was returned in two segments severed approximately 11.8 centimeters (cm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed the is-1 proximal seal rings were lifted from the surface below them, trilumen insulation damage approximately 28-29 centimeters (cm) from the is-1 pin that exposed the rs conductor coil. Based on laboratory testing, the clinical observation of noise was confirmed and attributed to the insulation abrasion. Laboratory testing concluded that the damage to the insulation is consistent with first rib/clavicular entrapment.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. A revision procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.